Manufacturer narrative:
Trackwise ID# (B)(4). The lot #3000304796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and discovered the jaw was broken. Issue occurred in theatre and was before start of procedure. No procedure delay. A replacement device was used to complete the procedure. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.